Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act and esc buttons were not responding. Insulin pump were not dropped or bumped. Insulin pump will be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
Insulin pump was received with no button response due to lcd unlock keypad connector. Unit was received with minor scratched display window, cracked case at display window corner, partially broken reservoir tube lip, missing end cap sticker and stained address/serial number label.